Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to observations of noise, oversensing, pacing inhibition with no asystole observed and high out of range pace impedance measurements greater than 3000 ohms. No additional adverse patient effects were reported.